Manufacturer narrative:
Continuation of d10: product ID 97755 lot# serial# (B)(6). Product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a patient (pt) regarding an external device. The pt was going to get a MRI soon but they were having trouble getting a charge to the implantable neurostimulator (ins). Pt noted they always had a problems recharging the ins for they had to get in weird positions to recharge. It was going on and off for the last year.  Pt noted they lost some weight and their ins moved to a different position and everything. Pt did not know event date of when ins moved but they always had difficult time trying to recharge. Pt last recharged their ins a month before last month because they did not always need it but it's so hard to recharge so they gave up on it. Also if they were to get a charge started they could not move. During call pt verified no damage to the controller charging port. When examining the rtm they noticed the cord was pulling away from the antenna. Pt reset the controller and when they attempted to recharge the ins they got no device found, pt went through passive recharge mode and they got recharging excellent. Agent reviewed MRI mode. The issue was not resolved. A request was sent to the repair department to replace the recharger telemetry module (rtm).

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), product type: lead. Product ID 97755, serial# (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was the pt got a new neurosurgeon because they are going to get the ins replaced, pt mentioned it had been replaced in the past as well. This time the leads were only going to their left side (agent understood they only got stimulation on their left side and not right). Pt noted they can get stimulation on their right side if they increased it real high but it was difficult and painful. Pt noted they have never been able to get therapy on their right side, their rep had increased therapy and it got high enough to their leg but they did not have it on their right side to often. Pt noted they then noticed that the lead wire moved to their right side 1.5 months ago. Pt noted they went to the ER like 3 to 4 months ago die to sciatica on both sides.